Event description:
It was reported that, "patient complained of a painful knee. Tibial tray was loose upon inspection and tibial tray implanted in 5 degree varus patella also replaced."

Manufacturer narrative:
An evaluation of this event suggests that the reported tibia loosening could not be confirmed based on limited info available. The reported devices have not been returned, and x-rays and medical records were not made available to confirm the reported event. Add'l info, has been requested and if rec'd, will be provided on a supplemental report.